Manufacturer narrative:
Date of submission 19-july-2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: moisture was observed behind the display lens. The keypad was intact. All keys responded appropriately. The leak test failed due to a battery compartment crack on the side from threads to cover. The keypad cover was removed and no contamination was found under key contacts. The pump cover was removed and internal moisture was found on the pump circuit board and internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive and that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.